Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed false downstream occlusion. The event occurred at the 3b medical surgical unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.